Manufacturer narrative:
(B)(4). The evaluation and repair was completed by a non-medtronic service provider. Service provider replaced the o2 sensor to resolved the event. Medtronic was not authorized to conduct the repair. The reported complaint could not be confirmed.

Event description:
It was reported 840 ventilator with oxygen (o2) sensor failed calibration. The ventilator was not in use on a patient at the time the event occurred.